Event description:
Used bayer contour next blood glucose monitor for a week. Noticed 2 days ago that some readings were unusually low for a post prandial state (94 mg/dl). Did 2 more readings within 5 minutes showing 118 and 123 mg/dl. Called their helping but they said readings could be off by 20.30%. This is an unacceptable range given the tight glucose control my physician is recommending (I have gestational diabetes). Their manual claims a pooled sd of 1.8mg/dl which is completely opposite of what their customer support says. My physician will be using the data I collect to make decisions on whether to put me on medication and so accurate, reliably repeatable measures are important.